Event description:
It was reported that at routine follow-up, no telemetry, no output, and no magnet response could be initiated with the device. The device is not a submuscular implant and the patient is not dependent. The device was replaced and no patient complications were reported as a result of this event. The device was returned for no telemetry and a note saying the device stopped/end of life.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis confirmed the no output and no telemetry conditions, and found that these were due to lifted output bondwires. It was reported that at routine follow-up, no telemetry, no output, and no magnet response could be initiated with the device. The device is not a submuscular implant and the patient is not dependent. The device was replaced and no patient complications were reported as a result of this event. The device was returned for no telemetry and a note saying the device stopped/end of life. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none 4low battery.